Event description:
The patient experienced a loss of therapeutic effect. There was an electrical storm that caused a power outage 2 days ago and his tremors started yesterday. He was unable to make adjustments to the ins. The status lights were assessed. Only a 9v light was seen and programmer completely shut off. He replaced the battery in his programmer and there was no change. No beeps have been heard. Last fall the ins battery was checked and the battery level was fine. It was confirmed that the patient was going to have his device interrogated. He thought the ins was no longer working due to end of life reasons. The appropriated steps were going to be taken after the device was interrogated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v054407, implanted: (B)(6) 2008, explanted: na. Extension model unk, serial# unk, implanted: (B)(6) 2004, explanted: na.

Event description:
Additional information was received from the company representative that reported the patient's implantable neurostimulator (ins) battery was completely depleted from normal depletion. The patient received a replacement ins and recovered without sequelae.